Event description:
It was reported that the smiths medical cadd ms3 pump did not hold charge when it was not in use. No adverse effects reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd ms3 pump was returned for analysis in a good condition. During analysis, the customer?s stated problem was unable to be duplicated. The device was testing and the program ran for an extended period of time with no issues occurring. Pump does not hold charge when not in use refers to noticfication of change information providing to customer, that the pump will not hold charge after 2 days without power from the aaa battery. Therefore, no problem found with the issue. However, service recommended to install software as a preventive measure. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.